Event description:
Proudct complication: none. Time of complication: 2005. Symptoms: left side droopiness, left hand weakness, mild dysarthria, dysphagia, left neglect/hemianopsia. It was reproted that the pt experienced a stroke in 2005. The event was described as "left side droopiness, left hand weakness." No additional info was available.